Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was torn. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The ¿down¿ and ¿up¿ buttons responded intermittently. Removal of the keypad cover found contamination under the ¿up¿ and ¿ok¿ button contacts and the contrast button contact was missing. Unrelated to the keypad issue, it was observed that the display screen was dim and discolored, battery compartment was cracked at the threads area and the slot of the battery cap was damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the buttons were intermittently responsive and the keypad cover was torn and missing from the keypad. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.